Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior/posterior pelvic floor prolapse, cystocele and enterocele. It was also reported that the following procedure the patient experienced extrusion, bowel problems, recurrence, bleeding and dyspareunia. It was further reported that patient underwent mesh removal/revision on (B)(6) 2011 and on (B)(6) 2013. No additional information was provided.(B)(4).